Manufacturer narrative:
Follow-up # 1: date of submission 03/25/2015. Device evaluation:the meter has been returned and evaluated by product analysis on 03/13/2015 with the following findings: during investigation of the meter, system/meter data corruption was found. An error 1 sub code 5 alarm occurred immediately when powering on the meter. During testing, the pump and meter were not able to be paired and the required investigation was not able to be performed due to the inability to clear an error 1 alarm sub code 205 message. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote was emitting multiple ¿error 1: sub code sc5¿ messages randomly. It was noted that the ¿error 1¿ message was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.